Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap is not loose, cracked or damaged. Customer stated that this is the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.